Event description:
On (B)(6), 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. During the procedure, a wire repeatedly got stuck during advancement through the right common iliac artery (cia). After placement and ballooning of the contralateral leg, a possible right side cia dissection was observed on fluoroscopy. A drop in the pt's blood pressure was also seen, as well as a blush of contrast. The physician converted to open surgery and found that the right cia had "avulsed", possibly due to wire advancement or ballooning of the contralateral leg. The stent-grafts were explanted, and the aneurysm was repaired with a surgical graft. The pt tolerated the procedure, requiring two units of transfused blood. She is currently in stable condition.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lots met all pre-release specifications. Additional devices: (B)(4).